Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that during reprocessing. The subject device displayed a black image. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the investigation's results, the following likely led to the malfunction: the most probable cause of the complaint was component failure. The device had no image due to damaged connector with scratches on its pins. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during reprocessing the subject device displayed a black image. There were no reports of patient involvement.